Event description:
It was reported to medtronic minimed that the customer experienced crack in case. The customer reported no adverse event. The event involved product(s) mmt-1712. Troubleshooting was performed and there was no damage to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712 was requested and customer returned mmt-1712 for analysis.

Manufacturer narrative:
Pump received with a constant battery test failed alarm. Unable to lock a test p-cap into the reservoir compartment due partially broken retainer. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms battery test failed alarm is isolated to pcba 1. The following were noted during visual inspection: cracked retainer knit line, broken reservoir tube lip and broken belt clip rails. Cosmetic damage was confirmed at retainer knit line, reservoir tube lip and belt clip rails. Pump received with a constant battery test failed alarm, problem isolated to the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.